Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee surgery, drill was fractured in mid-shaft while under power. The instrument was used in proper manner . The surgery completed with another device of same size. No adverse events have been reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Cmp-(B)(4). Updated: reported event was confirmed due to visual evaluation showing the drill had been fractured into two pieces. Dimensional analysis and hardness testing confirmed the drill bit is conforming to print specifications. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.